Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room following inappropriate therapy. The right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Additional information: